Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm permanent cautery hook (pch) instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have failed an electrical continuity test on one of the hooks. No damage was found on conductor wire during initial investigations. The instrument was re-evaluated by advanced failure analysis where it was disassembled and the conductor wire breakage was isolated to the distal end. Upon disassembly, the wire was found to be broken inside the yaw pulley at crimp. No thermal damage was observed. The probable root cause of the damaged conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Additionally, conductor wire management issues can result in damage to the wire itself, crimp, and insulation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the energy on 8mm permanent cautery hook (pch) instrument would not work. Customer tried re-installing the instrument, reconnecting the cautery cords, and replacing the cautery cords, but with no change. The reported instrument was replaced a backup instrument and procedure was delayed by 5 minutes. As a result, there was an estimated blood loss of 50ml. The procedure was completed with no reported injury.